Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed tricuspid regurgitation (tr) for a triclip procedure. Three triclips were implanted successfully. During the retraction of the steerable guide catheter (sgc) the patient experienced bradycardia. The patient was resuscitated and an external pacer was utilized. When the patient was stable a single leaflet detachment (slda) was identified. The last clip implanted had detached from the septal leaflet. The procedure was discontinued without implanting any additional clips and the tr remained unchanged from baseline. The physician was unaware of what caused the patient to become hemodynamically unstable. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda and bradycardia. Bradycardia is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported unexpected medical interventions were results of case specific circumstance as the patient was resuscitated and an external pacer was utilized. There is no indication of a product issue with respect to manufacture, design or labeling.